Manufacturer narrative:
B5: describe event or problem updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Fsca manufacturer reference number: (B)(4). Esophageal injury is an uncommon, potentially life-threatening complication due to proximity of the esophagus to the posterior left atrium. Since commercial introduction of the polarx cryoablation system in 2020, boston scientific has received reports of [atrio-esophageal] fistulas occurring following atrial fibrillation ablations. Detailed investigation did not identify product performance-related issues with any component of the cryoablation system associated with these ae fistula events; however, frequency and intensity of cryoablation applications were observed as possible contributing factors. As a result, boston scientific issued a field safety notice (97251520-fa) on october 10, 2024, to communicate that the polarx and polarx fit cryoablation balloon catheter instructions for use (IFU) will be revised to emphasize the risk of ae fistulas as well as practices that may reduce this risk.

Event description:
A atrial fibrillation cryoablation procedure was completed with a polarx balloon catheter. Days following the procedure the patient was admitted days later with an atrial esophageal fistula and then transferred to a different facility. The patient fully recovered. The device will not be available for return due to disposal. Additionally, during a call with the physician, it was noted that the patient has a small left atrium.

Event description:
A atrial fibrillation cryoablation procedure was completed with a polarx balloon catheter. Days following the procedure the patient was admitted days later with an atrial esophageal fistula and then transferred to a different facility. The patient fully recovered. The device will not be available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.